Event description:
It was reported that while performing a mandibular implant procedure with the pt under general anesthesia, the clinician encountered an undercut on the lingual aspect, causing a misdirection of the drill and perforated the lingual plate. The pt suffered severe blood loss almost to the point of the case being critical. The clinician reports that the drill grabbed and tore the tissue, resulting in the bleeding.